Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt's monitor was displaying wrench codes 37 and 101. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench codes 37 and 101) was confirmed. Upon investigation the monitor software was corrupted, which cause the reported wrench codes and abnormal shutdowns. The cause for the corrupted software was isolated to a defective integrated memory chip. The root cause for the defective integrated memory chip could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.